Manufacturer narrative:
(B)(4). Vyaire medical has received the component in question, however the evaluation has not yet begun. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
It was reported to vyaire medical that there was an event on (B)(6) 2022 where this unit was on a homecare patient. The caretaker reported that a fuse in the house ""blew"" and alleges that the vent did not switch over to the internal battery. The police state there was no mention of the unit alarming or not. The patient expired.

Manufacturer narrative:
Vyaire complaint number (B)(4). The affected sample was returned for evaluation, and visual and functional tests were performed, and event trace were reviewed, this investigation revealed that the the ventilator functioned normally. The vyaire medical failure analysis technician was unable to confirm or duplicate the reported issue. For the event in question unit event trace indicated both, a loss of external power and operation on the internal battery.